Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for other lot numbers is as follows: medical device lot #: 5014808; medical device expiration date: 05/31/2016; device manufacture date: 01/14/2015; medical device lot #: 5041998; medical device expiration date: 06/30/2016; device manufacture date: 02/10/2015; medical device lot #: 5272660; medical device expiration date: 02/28/2017; device manufacture date: 09/29/2015. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes were underfilled. No report of serious injury or medical intervention.